Event description:
Risk mgmt reports via phone, (B)(6) having a CT chest with contrast for pulmonary emboli. Customer indicates the pt had injury to right upper arm area. Optiray 320 (not warmed) loaded into injector syringe, IV access rt antecubital vein with a 20ga gelco access device. Injector tubing connected to IV access device with a baxter needleless adaptor. Injection protocol, 4 ml/sec for 150 ml volume. Injection performed and approximately 80 ml of the contrast infiltrated. Pt stated no pain at the site. Site swollen with redness, arm soft. Warm compress applied, extremely elevated. Pt observed for 20 minutes by radiologist, then discharged back to the ER. Infiltration resolved and pt was later discharged from the ER to home.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.